Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Info was rec'd, that reported a pt had been hospitalized in 2006, due to diabetic ketoacidosis. It was reported that the pt's blood glucose levels were running over 500. During the episode, the tubing, infusion set and cartridge was changed twice, the pump's history was checked no alerts or alarms were noted, and during a disconnect, the pump was noted to deliver a 5u bolus of insulin with no problem. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.